Manufacturer narrative:
(B)(4). The sample was unavailable for further investigation. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) while connected during their drain. The patient cycled the power to clear the alarm and ended therapy. The patient planned to complete therapy with manual exchanges and was advised to contact their nurse regarding the event. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.